Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The analyst noted that the stylet passed completely through the coil lumen to the distal end. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, when the right ventricular lead was inserted into the patient's body, the physician thought the resistance from the stylet was greater than usual. The stylet was replaced and another attempt to deliver the lead was made. The lead was replaced. No patient complications have been reported as a result of this event.